Event description:
Lead has reported fracture and noise on channel leading to 25 inappropriate shocks. Patient is now at the hospital and they are evaluating for lead revision. Patient is pacemaker dependent.

Manufacturer narrative:
On (B)(6) 2017; this lead was capped and replaced on (B)(6) 2017. The ICD was explanted due to early eri. The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.